Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5086mri45 lead implanted (B)(6) 2014. (B)(4).

Event description:
It was reported that threshold changes were observed on the right ventricular (rv) lead due to insufficient lead slack. The lead was repositioned successfully and remains in use. No patient complications have been reported as a result of this event.